Event description:
It was reported that during the distal burring of a tka procedure, after burring away all of the pink and blue, the burr would not expose itself to finish burring off the green portion. Checked that the exposure guard was fully seated. Then, assured the drill was secured in the handpiece correctly. After those checks did not allow to burr still, took the handpiece and drill apart, to completely reassemble. Still with no effect on the issue. Also reverified checkpoints that nothing moved. Ended up having to switch to speed mode to get the rest of the bone removed. Also, manual instrumentation from s+n was used. Issue caused a delay no greater than 30 minutes. No patient injuries were reported.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A complaint history review found similar reports, this issue will continue to be monitored. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This failure is an identified failure mode within the risk assessment. The surgical user's manual released at the time of the complaint provides detailed instructions on the proper assembly of the drill and handpiece (p.27-28). Additionally, a warning is provided for bone removal which states ¿move the bur slowly during bone removal and avoid touching anything other than the target bone.¿ it also states that ¿during bone removal, you can return to the gap planning phase of the procedure at any time by pressing the return to planning button, and then pressing the touchscreen button until the planning stage screen you desire is displayed.¿p.71 accordingly, product labeling has been ruled out as a cause of the complaint. A relationship between the reported event and the device could not be established. A functional evaluation was performed and the reported complaint was not confirmed. The devices were connected to a drill/long attachment/bur and a mock case was completed. They all functioned correctly. A factor that could have contributed to the reported issue is if the drill was connected to the handpiece in a way that it was still secure and tight, but the orientation of the cord made it easier to unlock. The root cause was established to be no problem found.